Event description:
Boston scientific received info that this pt was a twiddler. As a result this atrial lead became dislodged. Multiple attempts were made to reposition this lead. However, this was successful. After the third attempt, the helix would not deploy. In addition, it was reported that the terminal pin on this lead was loose. No adverse pt effects were reported.